Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen was out of calibration. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration. No additional info was provided.